Manufacturer narrative:
(B)(4).

Event description:
An underdose was reported on (B)(6)-2011. The hcp reported that the pt was noticeably more spastic with increased pain despite a dose increase. The dose of baclofen was increased slightly to 570mcg/day with minimal improvement noted. The reservoir was accessed and the expected residual volume (erv) was 2.4ml, while the actual volume (arv) was 5.2ml, which is more than usual. The hcp reported typically getting 1-1.5ml more at previous refills, not 3 ml more. Check for leaks was negative. It was reported that pump was used with dilaudid (2mg/cc) and baclofen 575 mcg/d. It dilaudid dose had increased from 0.5 mg/cc. The pt became obtunded after a "side port catheter check." The pt was hospitalized with respiratory distress. The hcp reported "I think" the pump was replaced on (B)(6) 2011. The outcome was recovered without sequela. Additional info will be reported if it becomes available.